Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her daughter (the patient) alleging that the patient has had multiple low blood glucose episodes requiring assistance for the past several months. During the contact with animas, the reporter indicated that her husband came home and found the pt unconscious. She also mentioned that the pt was currently on IV glucose and being attended to by paramedics. The pt's blood glucose (bg) level was reportedly at 32 mg/dl. According to the reporter, the pt was seen by a healthcare professional (hcp) the day before and her basal insulin was lowered. The reporter claimed that the pt's basal insulin had been lowered several times during the time of concern. They were alleging that the pump was delivering too much insulin. The morning of the event, the reporter indicated that the patient's bg level was 168 mg/dl. To her knowledge, the pt had not consumed any alcohol and did not have any activity changes. The reporter also alleged that the pump was not responding appropriately to keypad button presses. The reporter claimed that since (B)(6) 2010, the pt had noticed that the up and down buttons required several presses in order to get the pump to respond. The reporter stated that they keypad was intact but she was unsure if the pump had been exposed to water. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter alleged that the pt became unresponsive and required IV glucose treatment as a result of the pump delivering too much insulin. In addition, the reporter alleged that keypad button presses did not activate desired pump functions.